Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the customer had a rough night at work and came back home tired. The customer went to lie down while his father was making his lunch. It was stated that the father came back to the bedroom and the customer was having a seizure. The father attempted to give him a pepsi and was not able. Then the paramedics were called and while holding the call the customer stopped breathing. The father was instructed to give the customer CPR until the ambulance arrives. The paramedics tried to revive him for forty five mins, but the customer went into a cardiac arrest. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. Mfg. Report 1 of 2, medwatch report # 2032227-2012-04858. Mfg. Report 2 of 2, medwatch report # 3004209178-2012-85608.